Event description:
Middle-aged female with history of diabetes, hypertension, (B)(6), esophageal varices and asystole arrest x 1. Needle used to access vessel for triple lumen insertion had a cracked head. This prevented negative pressure from being applied when attempting to access vessel. Patient stuck multiple times before the problem was identified. No known harm to patient at this time.